Event description:
Related manufacturer report numbers: 2017865-2022-00315 and 2017865-2022-00317. During follow-up, increased pacing impedance and loss of capture were observed on the left ventricular (lv) lead. Noise resulting in oversensing and automatic mode switch episodes were also observed on the right atrial (ra) lead. X-ray imaging was performed and revealed lv, ra and right ventricular (rv) lead dislodgement. No malfunctions were alleged. The event was resolved by reprogramming the device. The patient was in stable condition.